Manufacturer narrative:
Investigation detailes: visual inspection shows that the tension spring components are inside deployment tube. The complaint is confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, 2 heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.